Event description:
It was reported the right ventricular lead fractured. Consequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed; distal conductor was found fractured. The defib conductor was found distorted, the distal conductor was found stretched, blood/body fluid present on the outer tubing overlay, outer tubing overlay melted and breached cut, outer insulation torn.